Event description:
Event description guidant received information that the patient with this pacemaker is symtomatic prior to sbr (sudden bradycardia response). The caller wanted to know how to program the device to address the issue.